Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a lap colon procedure, the surgeon fired the stapler and it locked out. The tech reported that the reload didn't fit into stapler properly, it was a tight fit. The device was removed and reload replaced. On the second attempt, the surgeon had closed the jaws on tissue once but then went to reposition and when he opened the jaws to reclamp, he said the reload cartridge fell apart inside the patient. He described it as the metal cartridge pan became detached, as well as the orange drivers falling out. He said he was able to recover all debris from patient, and they saved all recovered reload components and stapler. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch number: p57c54. Investigation summary: the analysis results that one psee60a device was returned with no visual non-conformance's and with a gst60b cartridge reload loaded on the device. The cartridge was received unfired with the pan dislodged. The device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. No conclusion could be reached on what may have caused the cartridge pan to dislodge. One possible cause could be improper unloading technique. Please make sure the device is unloaded by pushing the cartridge upward (toward the anvil) to unsnap the reload from the cartridge jaw. Any twisting or off center pushing can lead to this issue. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications.,the device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Two pictures were provided; the pictures shows a blue cartridge in a plastic bag that seems to be with the cartridge pan dislodged, as the right part is bent, and one driver can be appreciated. Based on the photos alone the event describe is confirmed. Please refer to the device analysis for full analysis details and conclusion.